Event description:
It was reported that a pocket infection occurred. It was also reported that the patient's right atrial (ra) lead exhibited high thresholds and high impedance. The patient's device system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.